Manufacturer narrative:
An mir and MDR reports are indicated for this complaint. It was reported that a prodisc l removal was completed on (B)(6) 2025 due to poly inlay expulsion. No information of implantation or patient symptoms was provided. A DHR review could not be completed as the part numbers and lot numbers were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned following removal; therefore, no evaluation could be completed, additionally, no imaging was provided. The removal was completed due to the expulsion of the poly inlay. This submission is 1 of 3 devices involved in this event.

Event description:
It was reported that a prodisc l removal was completed on (B)(6) 2025 due to poly inlay expulsion. No information of implantation or patient symptoms was provided.